Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting information if device is available for return.

Event description:
It was reported that during a surgical procedure, the router broke. A delay of unknown duration was reported. No further information was provided.

Manufacturer narrative:
The reported event, for router breakage, was not confirmed as the router was not returned for evaluation. Without the router, the root cause cannot be determined. The quality investigation is complete. Device not available for return.

Event description:
It was reported that during a surgical procedure, the router broke. A delay of unknown duration was reported. No further information was provided.